Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the cable insulation was found peeled off and disassembled. The defective parts were replaced. The unit was tested and passed all functional tests. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that the device was steamed sterilized and it had an abnormal appearance. There was no patient injury reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.